Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results for sodium (na) on their unicel dxc 600 pro clinical chemistry analyzer. There was a report of change in patient treatment. The customer stated that some patients were brought in for extra fluids due to low sodium. No further details were provided and no harm was reported. There was no report of death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro clinical chemistry analyzer and identified a defective carbon bridge. Fse replaced the carbon bridge to resolve the issue. Customer did not provide further information regarding patients were brought in for extra fluids. No harm was reported. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).